Manufacturer narrative:
No damaged or defects were found on the fill port that would lead to leaking. No fluid was observed exiting the fill port. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any timeouts that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 36 and 48 hours. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
H3: device evaluated by manufacturer? Changed from blank to yes.